Manufacturer narrative:
E1. Zip code continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported "biocell", "rupture" and "capsular contracture baker grade IV". This record is for the right side. The device was explanted and replaced. The device won't be returned.